Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had blank display and replace battery now alarms. The customer¿s blood glucose level was 170 mg/dl. Customer stated that the problems with battery problems with the pump. The customer stated that the pump and took a shower and noticed the pump was powered off. The customer stated that the pump was off during bolus. Customer stated that they did not receive a low battery alert prior to the off no power alert. The customer was advised to monitor the pump. The customer was advised to call us back if the issue continues with the new battery cap. The insulin pump will not be returned for analysis.